Manufacturer narrative:
The product was unavailable for return. Therefore, an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. Additional information received: it was reported that the patient's body mass index was over 40. It was also reported that the patient developed a subcutaneous pocket under the site where the catheter was placed. Imaging studies showed that the catheter had coiled into the subcutaneous tissue outside of the pleural cavity. According to the report, the catheter was removed and csf was dripping steadily from the catheter without any difficulty and the catheter was then placed back into the pleural space.

Event description:
It was reported to medtronic neurosurgery that a patient underwent revision surgery of their strata nsc lp valve due to migration of the valve. According to the report, the valve was moved to the pleural cavity.